Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad damaged. The teflon pad is torn at the distal end of the pad. There was no material missing as a result. The root cause of this failure is attributed to mishandling/misuse. The complaint regarding physical damage was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress to determine the root cause if the reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. The harmonic ace instrument has been returned for failure analysis evaluation, but the testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument was found to have a damaged teflon pad. The procedure was completed robotically with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use with no abnormality identified. The teflon pad was broken off but not detached. There was no other damage noted on the instrument blade. The patient had no injury/harm. No intraoperative collision or misuse involving the instrument was identified. There was no fragment that fell inside of the patient.